Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced pain due to eroded mesh, additional medical treatment & procedures. All other information, including the patient's current condition, is unknown and unavailable.